Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone14.5 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that, after an unspecified duration of pod wear, the patient experienced symptoms including nausea and shortness of breath, prompting the spouse to seek medical attention. Symptom onset was reported to have occurred on (B)(6) 2026; however, medical attention was not sought until (B)(6) 2026. No specific blood glucose value was reported during this episode, and the spouse indicated that care was sought due to the patient¿s symptoms. On (B)(6) 2026, the patient was transported to the emergency room at approximately 9:44 pm and received unspecified treatment. Subsequently, at approximately 4:00 am on (B)(6) 2026, while still wearing the same pod, the patient¿s blood glucose increased to 607 mg/dl, resulting in admission to the intensive care unit with a diagnosis of diabetic ketoacidosis. At that time, the spouse reported that the pod was found to be leaking during wear. Treatment during hospitalization included intravenous insulin infusion. The patient remained hospitalized until (B)(6) 2026.